Manufacturer narrative:
Product was examined and pressure tested. No defects. No device failure. From position infiltration, it is probable that the distal tip of this catheter was placed peripherally, like a "mid-line" catheter and the used to infuse fluids and medications that are intended for central vascular system infusion only. Obvious user error. Inherent risk of this type of device. Clinician education by sales force recommended.

Event description:
Catheter inserted into pt on (B)(6) 2015. Twenty eight hours later, pt's shoulder and side of neck was swollen, indicating fluid infiltration. Catheter was removed. After removal of catheter, swelling decreased rapidly and pt was in good condition.